Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg was explanted and replaced due to approaching eol.

Manufacturer narrative:
Correction: section b5 and h6 have been updated from the initial report to their correct information.

Event description:
It was reported that the patient's ipg was replaced due to pain at the ipg site, resolving the issue.